Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that hypothermia patient was rewarming since midnight on the arctic sun device. The nurse reported that when they came on duty the device was sounding the prolonged warm water exposure alarm and therapy stopped. Patient temperature was 34.3c, water temperature was 41.9c and flow rate was 0lpm. Four small arctic gel pad and one universal pad were in place. Pad coverage was poor, and patient weighed 78.5 kilograms. Event log showed multiple alarm 115 (prolonged warm water exposure). Mss explained how warm water exposure was determined. Rewarm reads to rewarm from 35.9c at 0.25c/hour to 37c. Mss had the nurse send a screenshot. Screenshot showed that throughout therapy the patient temperature was either above or below the target temperature and poorly controlled. The water temperature responded appropriately when the patient's temperature changed. Patient trend indicator showed 3 arrows up. Flow rate had been about 3lpm. At 18.00, cooling target was changed from 33c to 34c. This appeared to be patient related and inadequate pad coverage. Mss reviewed the graph with the nurse. The manual control button was visible. Mss explained that the device would continue to stop therapy due to the alarm and that the large arctic gel pads were recommended this size patient for adequate heat exchange . The nurse stated that the supervisor was looking for large arctic gel pads. Mss recommended the nurse to check the skin under the pads. Prolonged warm water exposure might increase the risk for skin injury. Mss recommended the nurse to peel back the pads very slowly. Mss also recommended to discuss the prolonged warm water exposure with the patient's physician. Nurse called back at 9.01am, and stated they removed the pads. The nurse stated that patient's skin was intact, however, there were tiny petechial hemorrhages all over the areas of skin the pads covered. The patient's temperature was slowly rising without the pads in place. Patient temperature was 35c.

Manufacturer narrative:
The reported event was confirmed use related. No sample was returned for evaluation. A potential root cause for this failure could be "1.1.2 incorrect size selected". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device history record review was not required as the reported event as the event was use related. The instructions for use were found adequate and state the following: "select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that hypothermia patient was rewarming since midnight on the arctic sun device. The nurse reported that when they came on duty the device was sounding the prolonged warm water exposure alarm and therapy stopped. Patient temperature was 34.3c, water temperature was 41.9c and flow rate was 0lpm. Four small arctic gel pad and one universal pad were in place. Pad coverage was poor, and patient weighed 78.5 kilograms. Event log showed multiple alarm 115 (prolonged warm water exposure). Mss explained how warm water exposure was determined. Rewarm reads to rewarm from 35.9c at 0.25c/hour to 37c. Mss had the nurse send a screenshot. Screenshot showed that throughout therapy the patient temperature was either above or below the target temperature and poorly controlled. The water temperature responded appropriately when the patient's temperature changed. Patient trend indicator showed 3 arrows up. Flow rate had been about 3lpm. At 18.00, cooling target was changed from 33c to 34c. This appeared to be patient related and inadequate pad coverage. Mss reviewed the graph with the nurse. The manual control button was visible. Mss explained that the device would continue to stop therapy due to the alarm and that the large arctic gel pads were recommended this size patient for adequate heat exchange . The nurse stated that the supervisor was looking for large arctic gel pads. Mss recommended the nurse to check the skin under the pads. Prolonged warm water exposure might increase the risk for skin injury. Mss recommended the nurse to peel back the pads very slowly. Mss also recommended to discuss the prolonged warm water exposure with the patient's physician. Nurse called back at 9.01am, and stated they removed the pads. The nurse stated that patient's skin was intact, however, there were tiny petechial hemorrhages all over the areas of skin the pads covered. The patient's temperature was slowly rising without the pads in place. Patient temperature was 35c.